Event description:
The user facility reported this is the second occurrence of this nature. The monitor reads error code and remains persistant with error readings for three hours. The brain tissue oxygen was reading 122; error code 4; service required on the lcd display when cables are removed from the monitor. Shutting the monitor off for a short period of time did not correct the problem. The brain tissue oxygen reading of 122 with no alteration in temperature. The monitor was switched with another, in return the brain tissue oxygen reading went to 18 to 22 (indicating pt was in vasospasm). On one occasion the pt required neuroangio intervention and balloon angioplasty of two vessels, which was not reflected in a deceleration of the brain tissue oxygen reading. This info was not captured due to the cmp malfunction.